Manufacturer narrative:
The return product was not received and no further investigation is possible.

Event description:
On (B)(6) 2019, the user experienced an early sensor retirement resulting in early sensor removal.